Event description:
As reported, during an unspecified procedure involving left pedal access to target the anterior tibial artery, the tip of a cxi support catheter separated. The device was flushed and wiped down with heparinized saline. The catheter was advanced over another manufacturer's 0.018-inch wire guide; however, before the catheter entered the sheath or the patient, the tip kinked and separated. The procedure was successfully completed with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Initial reporter occupation = lead tech. Device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unspecified procedure involving left pedal access to target the anterior tibial artery, the tip of a cxi support catheter separated. The device was flushed and wiped down with heparinized saline. The catheter was advanced over another manufacturer's 0.018-inch wire guide; however, before the catheter entered the sheath or the patient, the tip kinked and separated. The procedure was successfully completed with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Corrected information: h6 (annex g). Investigation evaluation: reviews of the complaint history, device history record, drawings, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. Approximately four millimeters of the tip remained on the catheter. The separated portion of the tip was not returned. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The instructions for use states "activate hydrophilic coating by wetting the catheter with heparinized saline solution or sterile water. To ensure hydrophilic activation, wet entire surface of catheter." It further states "upon removal from package, inspect the product to ensure no damage has occurred." Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the returned product indicates the device was manufactured out of specification. However, a review of the dmr, IFU, and DHR does not show evidence of additional nonconforming product in house or in the field. Based on the available information and results of the investigation, cook has concluded that a manufacturing deficiency contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.